Manufacturer narrative:
The complaint of a dull needle was confirmed; however, the root cause could not be determined. Two 18g insyte autoguard IV catheters and three shielded insyte autoguard needles were provided for investigation. What appeared to be blood residue was observed within the flash chamber of one needle. Each needle was extended from the shield, and a microscopic examination revealed a slightly blunted tip. As the circumstantial condition of the returned sample supports the complainant¿s description of the reported event, the complaint of dull needles was confirmed; however, as the device has been opened and the needles were shielded, it could not be determined with certainty whether the damage originated during manufacturing, during use of the device, or from contact with the components of the safety shield. There were no distinguishing features which could aid in identification of a specific root cause. The complaint that the needle would not fully retract could not be confirmed due to the condition of the returned samples. The needles were received fully retracted within the safety shield. After resetting the safety mechanism and repositioning an IV catheter over each needle, a functional test showed that each needle fully retracted. The reported issue could not be replicated. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Needles would not fully retract. Item too dull to insert into the patient customer response on (B)(6): what was the impact to the patient? None that I know of.